Event description:
(B) (4), we are notifying you that on march 19, 2010, a customer contacted roche diagnostics and reported two hypoglycemic events. The first event occurred on (B) (6) 2010. At 2:51 p.m., she took a blood glucose reading of 469 mg/dl and adjusted her minimed insulin pump to take 7 units of humalog. At approximately 4:30 p.m., she suffered a fall. Ems was called. They did not take a blood glucose measurement but gave an IV containing glucose. The caller recovered in 10-15 minutes. After returning home, she obtained a reading of 36 mg/dl, ate a meal, and felt better. The second incident occurred on (B) (6) 2010. At 12:38 p.m., she obtained a reading of 192 mg/dl and adjusted her pump to 5.5 units of humalog. Some time later, she tested 98 mg/dl. An unspecified time later, her husband noted that she was symptomatic of hypoglycemia. He tested her blood glucose and provided 4 ounces of cranberry juice and she recovered. The minimed insulin pump mentioned in this event is not manufactured or imported by our firm. (B) (6).